Manufacturer narrative:
It was reported the patient was treated with a topical antibiotic following abutment removal. This report is submitted on 28 january 2021.

Manufacturer narrative:
This report is submitted on december 18, 2020.

Event description:
Per the clinic, the abutment was removed due to an infection. Treatment for the infection is unknown.